Event description:
The reporter indicated that a 12.6mm vticm512.6 implantable collamer lens of -9.0/0.5/096 (sphere/cylinder/axis) lens tore during loading and was implanted into the patient's right eye (od) on (B)(6) 2023. On (B)(6) 2023, the lens was exchanged for a replacement lens and the problem was resolved. Cause of the event is unknown.

Manufacturer narrative:
A4-a6:unk. H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).